Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-15881 was provided in sections b1, b2, b5, h1, and h6.

Event description:
Additional information noted that the care was withdrawn and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was received from the customer on (B)(6)2023. Data review: imc logs from the complaint date revealed that the console issued the purge disc not detected alarm (event set #402) several times through a long time. Re-insertion of pc/ purge disc was observed, yet the console still had problem in detecting purge disc. Device analysis: the console was tested after arriving in danvers. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken (missing at blue disc retainer). Before returning this console back to the customer, fs was instructed to replace the purge flag and retainer, clean the purge assembly, and perform preventive maintenance section 10-12 (0042-7309) and functional check on console and optical system (0042-7316).

Event description:
The complainant reported that their aic (automated impella controller) failed to recognize an installed purge disc during a purge cassette swap. A second purge cassette was installed following the failure, however the issue remained. The aic was subsequently swapped and patient support continued without further issue. There was no patient harm.